Event description:
The facility reported a colleague infusion pump with a malfunction of "'air in line when no air in line during flow check." This event may have been a false occlusion alarm. The event was reported to have occurred upon power up in the biomedical service department. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that experienced a malfunction of "air in line when no air in line during flow check", was confirmed and reproduced during pump evaluation by baxter service personnel. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Additional information: a service history review revealed no previous service events were related to the reported condition.